Manufacturer narrative:
All available information indicates that the lead remains in service. If/when additional information becomes available, this event will be updated and an updated report will be submitted.

Event description:
Boston scientific received information that at a recent follow-up exam, this right atrial, pace/sense lead was found to be dislodged which was discovered after loss of capture was observed and was verified on x-ray. The device was reprogrammed to vvi and a lead revision was scheduled. No adverse patient effects were reported.